Manufacturer narrative:
Additional information: an analysis on the unused returned sample showed that it met specification. The product was removed from the blister pack and closely examined. No signs of visual defect could be observed. Balloon easily inflated with 20cc of air. No sign of collapsed inflation lumen inside the balloon was observed. Product passed the test with reverse flow rate of 475 ml/min. And the drainage test was 67.3 seconds; both results are considered acceptable as per our lab test criteria. There are no previous investigations available. After review of the returned product and detailed batch review, no discrepancies were found. There is not enough information to conclude the product did not meet specification and perform as intended. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No further actions are required, and the complaint will be closed. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. There were no reports of the serious injury as a result of this malfunction. Additional patient/event details have been requested; however, no further information was available at the time of the report. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported that "the catheter was positioned at the end of [a] surgical operation and at the moment of the removal, the healthcare professional noticed that the catheter was obstructed [causing] urine retention as a result". The catheter was removed and, upon inspection, it appeared the lumen of the catheter "presented some thickening." No patient complications were reported as a result of this event.